Event description:
It was reported that signal loss over one hour occurred for the g6 receiver. The product was evaluated. An external visual inspection was performed and passed. Transmitter voltage was performed and passed. Pairing test was performed and passed. Sharelogs were provide. However, the data received reflected the g6 android app. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).